Event description:
Olympus medical systems corp. (Omsc) was informed from the technician of the user facility that the error b40 which indicates the subject device is damaged was displayed at the preparation for use. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). Though the subject device had been observed for three days, the reported phenomenon could not duplicate. However it was found the corrosion on the cm board of the subject device which may have caused the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon. [Consideration] from the following facts obtained in the investigation, it was not possible to determine the cause of the reported phenomenon. >facts obtained from the investigation -it was confirmed from the inspection of olympus india that the reported phenomenon was not duplicated. -it was said the possibility from the inspection of olympus india that the effect of corrosion on the cm board may be considered. However since the reported phenomenon was not duplicated, the relationship was unknown. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.